Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer received another complaint for a304400a. Mold was found in the cliniclean castile soap toilettes that came individually packed in the surestep foley tray system without a foley catheter. Ref# a304400a, lot# ngku3043, exp 07-31-2026, toilette lot10) mk05525. It was discarded and never used on the patient. No expiration date was available on the cliniclean package.

Manufacturer narrative:
The reported event was confirmed - supplier related. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), foley tray care kit. Visual inspection of the one photo sample noted foreign black substance on the towelette inside of the foley tray care kit. Reported event was evaluated within sa # (B)(4). Product labeling was reviewed for this investigation. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer received another complaint for a304400a. Mold was found in the cliniclean castile soap toilettes that came individually packed in the surestep foley tray system without a foley catheter. Ref#a304400a, lot# ngku3043, exp 07-31-2026, toilette lot10) mk05525. It was discarded and never used on the patient. No expiration date was available on the cliniclean package.

Manufacturer narrative:
Ucc-26-06029 field action has been initiated by bd. A customer/distributor advisory letter identifying the issue will instruct to not use and discard the wipes within the trays and source alternate wipes prior to initiating treatment/procedure. A scar has been issued (dm-cc-112025-001) to investigate root cause of the problem. The reported event was confirmed - supplier related. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), foley tray care kit. Visual inspection of the one photo sample noted foreign black substance on the towelette inside of the foley tray care kit. Reported event was evaluated within sa ucc-26-06029. See attachment for investigation details. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer received another complaint for (B)(4). Mold was found in the cliniclean castile soap toilettes that came individually packed in the surestep foley tray system without a foley catheter. Ref#(B)(4), lot# ngku3043, exp 07-31-2026, toilette lot10) mk05525. It was discarded and never used on the patient. No expiration date was available on the cliniclean package.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer received another complaint for a304400a. Mold was found in the cliniclean castile soap toilettes that came individually packed in the surestep foley tray system without a foley catheter. Ref #(B)(4), lot # ngku3043, exp 07-31-2026, toilette lot10) mk05525. It was discarded and never used on the patient. No expiration date was available on the cliniclean package.